Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries, and the patient condition was good post-procedure.